Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a bilateral inguinal hernia repair on an undisclosed date and mesh was implanted. The patient experienced nerve impingement and tissue damage due to the shrinkage or contraction of the mesh. The patient had intermittent sharp pain in the inguinal region and dyspareunia. No additional information was provided.

Manufacturer narrative:
In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Manufacturer narrative:
It was reported the patient underwent a hernia repair on (B)(6)2015 and ultrapro plug was implanted.